Event description:
It was reported that deployment issue and shortening of stent occurred. The 50% stenosed target lesion was located in the non calcified and mildly tortuous proximal left circumflex artery. After a non bsc guide wire cross the lesion, a 3.0mm x 12mm non bsc balloon catheter was advanced for predilation of the lesion for 5 seconds at 8 atmospheres. Then the 12mm x 3.50 mm promus premier stent was advanced to the lesion without resistance. The stent delivery system (sds) balloon was first inflated for 15 seconds at 10 atmospheres. On the second inflation, the stent was deployed at 11 atmospheres and an opticross imaging catheter was advanced to observe the dilated lesion. It was noted that the implanted stent was not fully dilated so post dilation was done using the sds balloon. There was no resistance encountered during removal of the sds. However, it was found out through intravascular ultrasound that the length of the stent was shorter than 1.3mm. The stent length was checked by comparing to the length of balloon marker. The implanted stent covered the lesion so no additional treatment was performed. The procedure was completed with this device. No patient complications reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).